Event description:
The patient developed an infection and the ins and lead were explanted. The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the cause of the event was skin erosion. The ins and distal lead were removed. Hospitalization was required. The patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0235460v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension. (B)(4).